Event description:
During a carotid pta/stenting treatment procedure, stent deployment difficulties were encountered. The physician stated that he was unable to deploy the carotid wallstent monorail 8.0-29 mm stent and that it stuck on the wall of the carotid artery. The pt was immediately transferred to the operating room for surgical intervention. This product is approved ous only, but is similar to a device marketed in the us.